Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and duplicated the reported phenomenon. It was occurred due to the printed circuit board failure. There was no burn marks or component broken on its printed circuit board. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus (B)(4), omsc concluded that the reported phenomenon was attributed to the printed circuit board failure of the subject device. The printed circuit board failure might have occurred due to the deterioration with long term use since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was getting freeze at the unspecified timing. There was no patient injury associated with this report.